Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has not reproduced the described customer issue. The o2 gas module has performed as expected. Evaluation of the received device logs could not confirm the reported event. If the reported fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause to the reported error cannot be determined by our investigation as no fault could be reproduced during the simulated use testing, or confirmed by the log evaluation.

Event description:
Manufacturer ref.#: 308660.